Event description:
It was reported that the user experienced recurrent insulin delivery occlusions while using an infusion set, which were only resolved after changing the tubing, cartridge, and full supplies. Customer care provided support that included a review of the reported product issue and case history. Investigation of this case revealed repeated occlusion events associated with the insulin delivery pathway consistent with an infusion set or supply-related obstruction, with resolution following supply changes. Symptoms included no reported hyperglycemia. Outcomes included replacement supplies shipped. It was concluded, based on previously established findings for similar reports, that the cause was likely user-level supply or set-related factors leading to occlusion.